Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 355mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. The customer successfully resumed insulin deliveries while using the same supplies.